Manufacturer narrative:
The review of the manufacturing documentation didn't detect any deviation which can be related to the received complaint. In particular both the manufacturing and the release analytical documentation confirm that the manufactured product is completely with the specs. The verification of the temperature monitoring records of the finished product's warehouse didn't detect any defect. The chemical-physical re-test of both the counter-sample of the bulk lot and the batch of finished product in question conformed to the acceptability specifications and no anomalies were detected. In response to the report received, the handling of complaints similar to the one under assessment was verified and it is reported that no further complaints about adverse reactions to promiseb cream have been registered since 2022. There is therefore no negative trend for this type of complaint. In addition, on the archival counter-samples of both bulk and finished product, the chemical and physical checks performed at release were repeated in order to verify the possible presence of anomalies that may have led to the registered complaint. The retest carried out did not reveal any anomalies and all values conformed to specifications.

Event description:
On (B)(6) 2023, a spontaneous report was received from a consumer. On an unspecified date, the consumer started treatment with promiseb topical cream applied topically to the face and ears two to three times daily for an unspecified indication. Medical history, concomitant products, and allergies were not provided. The consumer used the product for "a good bit of time" without event and on an unspecified date after applying the product he experienced an itchy throat and itching. He started to have trouble breathing and went to an emergency room for medicine. Follow up attempts have been unsuccessful to obtain additional information.

Manufacturer narrative:
The device was not returned, and the report did not indicate there was any product quality issue associated with the device, however a manufacturers investigation is being performed. This report is made by primus pharmaceuticals without prejudice and does not imply any admission or liability for the incident or its consequences. Although there was no information regarding the patient's medical history including the allergy status and concomitant medication, patient might have developed allergic contact dermatitis after using promiseb. Contact allergy is a type IV hypersensitivity reaction mediated by t cells that provoke an inflammatory reaction against exogenous or endogenous antigens. It develops gradually over a long period of time, as a result of repeated contact with the substance that triggers them. The severity of the allergic skin reaction will mainly depend on which substance the skin came into contact with, and for how long. While rare, some patients with contact dermatitis may also develop anaphylaxis, a life-threatening condition that requires immediate medical attention. The symptoms reported in case (B)(4) might have been the early symptoms of anaphylaxis.